Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in three pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
This report is to advise of an event observed during analysis.